Manufacturer narrative:
Device evaluation indicated that the ipg (sn (B)(4)) passed the visual, electrical, performance and photographic imaging tests performed. The reported complaint of the acid burns in the patient¿s pocket site could be caused by the ipg was not duplicated or confirmed. Current leakage tests and residual gas analysis verified that there was no loss of electric current into the surrounding tissue as a result of faulty insulation. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. The device exhibited normal device characteristics. Device evaluation indicated that the lead (sn (B)(4)) passed the visual and photographic imaging tests performed. Visual inspection was performed to ensure the device integrity. No anomalies were found. Device evaluation indicated that the lead (sn (B)(4)) photographic imaging test performed visual inspection confirmed that one of the paddle electrodes was slightly bent. All electrode wires were verified to be intact.

Event description:
A report was received that during a procedure, the physician noticed an acid burn at the pocket site; however, he could not determine if there was leakage coming from the ipg. The physician also noticed that one of the contacts came off the paddle lead and believed the lead to have been damaged a long time ago. The patient underwent explant of the ipg and the leads. The patient did well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50, serial/lot #: (B)(4), description: artisan surgical lead, 50cm, model #: sc-1110-02, serial/lot #: 233635, description: precision implantable pulse generator (ipg).

Event description:
A report was received that during a procedure, the physician noticed an acid burn at the pocket site; however, he could not determine if there was leakage coming from the ipg. The physician also noticed that one of the contacts came off the paddle lead and believed the lead to have been damaged a long time ago. The patient underwent explant of the ipg and the leads. The patient did well postoperatively.